Manufacturer narrative:
Investigation summary: one used primary set, model 2426-0007, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's drip chamber was disconnected from the tubing. No other defects were observed. The customer's complaint that the tubing disconnected from the bottom of the drip chamber was verified. A device history record review for model 2426-0007 lot number 21089025 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris infusion set experienced component separation. The following information was provided by the initial reporter: we had an issue today with alaris pump primary tubing where the tubing disconnected from the bottom of the drip chamber.